Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging cancer. There was no report of medical intervention. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. Maximum attempts were made to have the device returned for evaluation, investigation and to gather additional information but were unsuccessful. The device has not been returned to the manufacturer. At this time, no further investigation can be requested . If any additional information is received, a supplemental report will be filed.

Manufacturer narrative:
Correction to the previously reported information: the manufacturer received information alleging cancer on a rep dreamstation auto bipap device. Medical intervention was not specified. The manufacturer was made aware of this complaint through a representative of the customer. The "rep dreamstation auto bipap" was returned to the manufacturer for investigation. The device was applied power and verified airflow. During the investigation, the manufacturer observed what appeared to be black smudge marks on the accessory flip doors, top enclosure, and front panel. A dust-like contaminant was observed on the top enclosure, front panel, bottom enclosure, and blower. There was no visible damage or functionality failures of the device, which suggests that the source of contamination was external to the device. The manufacturer was not able to confirm the complaint, or address the symptoms specified. This is a remediated device and does not fall under the scope of recall. In this report, box d, h has been updated/corrected. The reported event makes no allegation of any specific device malfunction, use error, failure, labeling, or other deficiency that is relevant to the harms reported. Additionally, there is no other clinical information provided to indicate any causal relationship between the device and the harms reported. Based on available information at the time of the review, the reported serious injury is assessed as not related to the device in this case. This is a remediated device and does not fall under the scope of uno, CAPA 7211. There is no visible damage or functionality failures of the device, which suggests that the source of contamination was external to the device. Risk codes associated with this mode of failure include: rmm5 and rmm6. The results of this investigation do not impact the calculated risks as outlined in ER-2248355 (v01).